Event description:
The customer reported a speaker malfunction error on the vs3 monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4).the customer reported a speaker malfunction error on the vs3 monitor. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.